Event description:
The dr reported that a pt treated for lasik vision correction presented at the five day post op examination with decreased vision and a possible central island in the right eye (od) and central steepening in the left eye (os). The pt's post op visual acuity is od: 20/30 and os: 20/25. It is not known if this is best corrected or uncorrected visual acuity.

Manufacturer narrative:
Equipment service was not requested by the clinic. An amo clinical support specialist discussed the event with the clinic and they reported that they believe the pt moved under the laser. No further info is available.